Event description:
According to the report, the handpiece was not working. The console was successfully tested with the test fiber. Additionally, the handpiece tested fine in water. However, when the surgeon began the channel process, he noticed there was no energy exiting from the distal end of the fiber. A popping sound was coming from within the handpiece and a burning odor was very evident. The surgeon immediately discontinued use of the handpiece.

Manufacturer narrative:
According to the report, the sologrip iii handpiece was successfully tested prior to use. However, when the surgeon began the channel making process, he noticed there was no energy exiting from the distal end of the fiber. A popping sound came from within the handpiece and a burning odor was very evident. The surgeon immediately discontinued use of the handpiece. The handpiece was returned to cryolife for evaluation. As such, an investigation was performed. Upon evaluation, the fibers were observed to have been completely severed within the handpiece. The severed fibers appeared charred. Additionally, charring was noted on the inside of the handpiece adjacent to these fibers. The pattern of charring on the plastic appears indicative of burning that occurred during backwards movement of the thumbslide. Additionally, the white strain relief tubing attached to the handgrip appeared to be bent. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the failure. There were no issues during manufacturing noted in the device history record. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece housing which does not contact the patient.